Event description:
It was reported that the patient experienced Infusion flow block alarm event on (b)(6) 2026. The patient experienced High Blood Glucose levels and was treated with pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.